Event description:
As reported by a patient, they were blinded from a brand of freshlook contact lenses. Received photos of the blinded eye taken by the patient and contact number from the patient on (B)(6) 2014. No further information was received. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint sample was not made available for evaluations. As the exact product in use was not identified and the lot number was not provided, a manufacturing investigation cannot be performed. A trend review for all products manufactured from to date was conducted and no adverse trend was identified. The root cause could not be determined. (B)(4).